Event description:
A low lithium battery. Info was not provided regarding whether or not the failure occurred during a pt infusion. The hospital rep stated that there were no reports of pt injury or medical intervention.